Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire and burnt. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device externally and found the patient tubing to have ignited and caused cosmetic damage to the device. The device had evidence of several areas of thermal damage that is consistent with an external source. An internal inspection of the device was completed by the manufacturer. The device has evidence of contamination of dust and dirt and odor of tar and nicotine. There was no report of thermal damage internally to the device. The device could not be tested to due to the damage to the device. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use." The manufacturer concludes the thermal damage was caused by an external source.